Event description:
It was reported to philips that the device required a replacement battery. The battery was about five years old. There was no reported patient or user involvement and no adverse patient/user impact.